Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.